Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 514 mg/dl. The customer's wife also reported that the customer was comatose. It was also found the customer was bipolar due to all the medications they were taking. The customer's wife was assisted with programming a bolus for the customer. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.